Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed and found occlusion alarm was occurring at the cartridge. Cartridge and infusion set were changed and customer was able to successfully resume insulin delivery. Customer had elevated blood glucose levels (470 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.